Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number and this information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. No additional event information or investigational inputs were provided to customer quality. It is not unreasonable to expect poly-wear post this amount of time implantation. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to poly wear and stem loosening. The loosening interface and cement manufacturer are unknown at this time.